Manufacturer narrative:
(B)(4). The information was reviewed and this event was found to not meet the requirements for reportability. Please disregard the previous report # 8020893-2015-00967.

Manufacturer narrative:
(B)(4). The field service engineer (fse) was called to replace the graphic user interface (gui) central processing unit (cpu). When evaluating the ventilator they were unable to install the leak comp option and stopped the repair. The customer postponed the repair to a later date.

Event description:
It was reported by the covidien field service engineer (fse) that they were unable to install a leak compensation option on a ventilator. There was no patient involvement.